Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-24, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump. The hcp reported the patient had pump removed and wanted it back and asked about potential risks including whether the pump might have medication still in it. The caller initially stated they thought the pump was replaced due to infection, but when asked for more information, the caller stated they could not provide patient information and then said they were not sure what the actual issue was as they only read part of a report and didn¿t know details. The caller stated they assumed the surgeon would have reported if there was an infection. Another hcp called regarding the same patient and asked about disposal and similar questions including whether they could give the pump to the patient. This caller did not think the pump was removed due to infection. Requested the patient or follow up hcp information again, and the caller stated they did not have it but would have someone call back with that information.